Event description:
Patient reported a loss of therapeutic effect for the last 30 days and she had not felt stimulation in months. Patient also reported not being able to adjust stimulation with replacement patient programmer. A company representative met patient at the doctor's office and switched out the patient programmer in (B) (6). Patient was getting poor communication screen and 10 beeps when trying to synch with ins. A "second surgery" was scheduled and occurred on (B) (6). It was reported, "impedance measurement above 4000, symptoms returned, ipg replaced, lead untwisted, tested within range."

Manufacturer narrative:
(B) (4).